Event description:
It was reported that during a chest tube placement procedure, a guide wire tip separation occurred. The event occurred in the pleural cavity, however, the reason for the procedure is unknown. At an unspecified time during the procedure, approximately three inches of the distal 0.035 amplatz super stiff guide wire broke off and remained inside the patient. It was unknown if an attempt was made to retrieve the detached portion of the guide wire or how the procedure was completed. It was reported that the patient's status was "stable", however, it is the physician plan to perform a thoracoscopic endovascular removal of the retained guide wire segment during a second procedure. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.